Manufacturer narrative:
The consumer's daughter does not want the chair evaluated and/or repaired at this time.

Event description:
Alleges consumer fell from unit and was injured.

Manufacturer narrative:
The date of incident has not been provided. The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges consumer fell from unit and was injured.

Manufacturer narrative:
The date of incident was updated. The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges consumer fell from unit and was injured.